Manufacturer narrative:
Medical device lot #: 22026130 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d 3ss cv bv air bubbles entered the line. There was no report of patient impact. The following information was provided by the initial reporter: "patient receiving cytoxan, ball fell into drip chamber, but air passed into tubing causing delay in completing chemo."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the ball fell into drip chamber, but air passed. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 11522558 lot number 22025130 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris¿ lvp 20d 3ss cv bv air bubbles entered the line. There was no report of patient impact. The following information was provided by the initial reporter: "patient receiving cytoxan, ball fell into drip chamber, but air passed into tubing causing delay in completing chemo."